Event description:
It was reported that the patient returned to the o.r. On the same day of surgery due to a clotted graft. The graft was replaced with a ptfe graft. The patient was in the post anesthesia care unit (pacu) when graft clotted.